Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was implanted then explanted during the same surgery. Through follow-up with the health-care provider, it was learned based on the operative report that while rewarming the patient from initial aortic valve replacement, tee appeared to demonstrate an abnormal jet through the subaortic curtain into a contained space above the left atrium. Examination of this area, in fact, demonstrated free hemorrhage at this site with evident fistulization. For this reason, the patient was again cooled and cardioplegic arrest induced. Exploration through the device revealed an area of dehiscence in the subaortic curtain just beneath the left non-coronary commissure, which was identified as the source of the fistula. All valve sutures then were sharply divided and the bioprosthetic valve was explanted in order to give good access to the area of the fistula noted beneath the left non-coronary commissure. The area was repaired utilizing a bovine pericardial patch and another edwards bioprosthetic valve was placed with satisfactory results. Additionally, the surgeon has indicated that this event was procedural related and not due to a device malfunction.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned for analysis. Without return of the device, an evaluation cannot be performed. No further actions will be taken at this time.